Event description:
The pt fell 4 times. Following the falls, the pt experienced a loss of therapeutic effect. The pt stated that she had a "jerky thing going on almost like a seizure". The pt had not been treated by her primary care physician for these episodes. The pt had not follow-up with her managing physician to assess the leads. The pt was at home. Her status was reported to be "good". Follow-up with the pt physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).